Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was returned for evaluation. Examination of the returned device found cracks and also determined that a piece broke and is missing, as well as nicks and scratches all over the impaction surface. Therefore the investigation can confirm cracking, breakage and nicks and scratches on the device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: it was reported that the femoral impactor was cracked at anterior spine. It did not break into two or more pieces. No surgical delay.